Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that the introducer sheath was kinked or bent causing reduced clearance resulting in resistance during advancement and the distal sheath of the absolute pro to move back slightly exposing the distal end of the stent; however, without having the devices to examine, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. During advancement of an 8.0x30mm absolute pro self-expanding stent system (sess) through the introducer sheath resistance was felt and the sheath retracted. The distal part of the stent became visible; therefore, the sess was removed. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.